Event description:
It was reported that a patient underwent an acdf at c5-7 and sometime post-op, x-rays were taken and the physician noted that one screw was broken and the had backed out beyond the locking mechanism of the plate. The surgeon opted to revise and remove the broken screw, however, the bottom fragment of the screw could not be removed and remains inside the patient. Patient symptoms and fusion status were unknown.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.